Event description:
A nurse found that one of the screws fastening the offset part of the reamer shaft was missing. Because no screw was confirmed in the x-ray images which were taken just after the tha surgery, the nurse thought the screw may have been come off during cleaning and sterilization of the devices after the surgary.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.